Manufacturer narrative:
The electrodes were returned for evaluation. The reported malfunction of "defib pad short" was not replicated or confirmed. The reported malfunction of "a wire had become dislodged " was observed. The high voltage wire appears to be detached due to an external pulling force. Information from the customer indicated that multiple shocks were delivered and during transport of the patient the wires were observed to be detached. Our investigation concludes that the wires were inadvertently pulled out during patient transport. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during the transport of a (B)(6) female patient, the associated defibrillator inappropriately displayed a "defib pad short" message and a wire had become dislodged from these electrode pads. Complainant indicated that the clinician obtained a replacement set of electrode pads to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.